Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient implanted with an implantable neurostimulator (ins). Caller states that the patient does not speak english, and says that patient is feeling shocks throughout their whole body, not just from the waist down, which started about 2 weeks ago. They said patient hasn't had any falls or trauma. Patient has tried group a and b and says both groups are doing this. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number.